Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has been exposed to water. It was also mentioned that the customer went swimming and forgot to disconnect from the pump. Blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump went blank immediately after being exposed to moisture and was beeping and vibrating without an alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.